Manufacturer narrative:
Correction: the following report is being resubmitted to correct an entry error. It was discovered that the initial report for this event was submitted under an incorrect medwatch report number: 1820334-2015-00703 which is associated with a different event. The information submitted in this report was contained in the report previously submitted on 27oct2015, and no additional information was provided or further investigation was conducted.

Event description:
The PICC line broke after being implanted on a (B)(6) female patient. The PICC line was removed by interventional radiology and a new cvc was inserted under general anesthesia. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.